Event description:
A malfunction on a customer's pump was reported, with no preceding notable events. There was no adverse impact to the customer's blood glucose level due to the malfunction. The customer reset the pump on their own before contacting technical support. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.